Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer stated that the day prior, he did not bring his meter to test blood glucose while at work, and he noted that the sensor glucose reading was low. The customer treated based on sensor glucose reading by eating something, and because the sensor glucose remained low, he repeated this. The paramedics were then called and he was hospitalized. Advised customer never to treat based on sensor glucose readings. The customer declined further troubleshooting. Nothing further reported.